Event description:
It was reported to philips that the device was not booting up. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and replaced the bios battery. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. Philips field service engineer (fse) inspected the system onsite and confirmed that device was not booting up, bios battery was low. The review of log file shows indirectly indicates power supply switched off. Fse replaced the bios battery. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.